Event description:
Additional information was received from the manufacturer representative (rep). Attempted power reset x2. Battery still wouldn¿t charge. The issue was not resolved and the patient does not want to do anything else.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt attempted to charge battery after 2-3 years of no use. States unable to charge. Attempted 2 device resets with no success. Patient had a loss of stimulation. Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated they have a note from hcp that patient's device has been dead for 3 years. The caller was not with the patient. Tss reviewedmri considerations about a depleted device being considered off and redirected patient to hcp given that patient needs a wrist scan. Tss reviewed ins longevity of 9 years and that ins is likely overdischarged and should be able to be recovered at this point. It was reported that device has been dead for about 3 years. Caller states that a clinic manager called mdt services and was given information that an mdt rep would need to be contacted to recharge device for upcoming MRI. Tss reviewed MRI guidelines and MRI eligibility form. Pt was not present during the call, so further information and troubleshooting was not available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.